Manufacturer narrative:
Establishment registration #: (B)(4).

Event description:
Consumer alleges her heating pad caught on fire. There was not a report of personal injury or property damage with this incident.

Event description:
Consumer alleges her heating pad caught on fire. There was not a report of personal injury or property damage with this incident.